Event description:
It was reported that, during a tka surgery, an internal cabling error occurred while burring on the tibia. The case was converted to manual technique. The patient outcome is unknown. The result of investigation indicate that the damaged cord caused a short circuit that blew a fuse in the siu, which is a reportable malfunction.

Manufacturer narrative:
D11: corrected.

Manufacturer narrative:
H10: the device was used during treatment and was returned for investigation. The initial functional evaluation of the handpiece found there was a short in the cabling. The DHR was reviewed and the product met manufacturing specifications. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the instructions for use. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling cause the blown fuse in the siu. The root cause of the reported event was due to an electrical component failure. Per complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the case resumed after reconnecting the drill and the case was completed. There was a < 5 minute delay reported. However, there was no patient injury/impact; therefore, no further medical assessment is warranted at this time. Rosie payne rn special medical investigator.